Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. The patient alleged visualization of particles. The patient has also alleged to experience poor breathing, eye irritation, eye and nasal infections, very dry cough, headaches, dizziness, severe fatigue, hypersomnia. There was no allegation of serious or permanent harm or injury. An internal visual inspection of device was completed by the manufacturer. The manufacturer found scuff mark on outside of back panel, rust colored ring on exterior pipe, unknown residue on inside of top piece, inside of back panel, and inside of bottom cover and unidentified black mark on blower. The device's downloaded event log was reviewed by the manufacturer and found no error logged. The manufacturer concludes that there was no evidence of sound abatement foam degradation. The manufacturer also confirmed that there is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.